Event description:
It was reported that during the implant procedure, left ventricular (lv) lead exhibited positioning/placement difficulty due to the delivery catheter kinking. The delivery catheter was replaced and the lead was re-implanted. The lv lead remains in use. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.